Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery and partial removal surgery on (B)(6) 2019 during which the surgeon noted after quickly identifying the mesh, he found there to be significant adhesive disease that involved the previous mesh. Once multiple portions of the mesh were dissected and removed, he noted the inguinal ligament inferiorly and the cord were freed up, which were further relaxed with adhesiolysis. It was reported that the patient experienced severe pain, numbness, tingling sensation, right groin exploration, muscle debridement, adhesions, mesh dissection, stress and anxiety. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/15/2021.

Manufacturer narrative:
Date sent to the FDA: 06/08/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.